Event description:
It was reported that during a follow up, multiple noise reversions were observed. Upon reviewing the stored egms, it appears that the noise may be environmental, and the noise is oversensed leading to long pauses. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.